Event description:
It was reported that a patient presented remotely on (B)(6) 2021 with an attempted shock that aborted due to a possible right ventricular lead coil issue. A shock was successfully delivered using a different configuration. It was noted that the high voltage impedance was low and out of range. No intervention was reported.

Event description:
New information notes that the patient presented to the emergency room on 02 jul 2022, where it was observed on a merlin.net transmission that another attempted shock was aborted due to low and out of range right ventricular lead impedance. A shock was successfully delivered using a different configuration. An x-ray was performed on 02 jul 2022 that confirmed that the lead had externalized conductors. The lead was explanted and replaced on (B)(6) 2022. The patient was stable throughout.